Manufacturer narrative:
Other applicable components are: axiem power cable serial: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were issues with the axiem power // communication cable. It was reported that the communication cable was no longer functional. Some of the cable ends were frayed. There was no patient present at the time of the event.